Event description:
Related manufacturer reference number: 3006705815-2022-01463. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts of one lead. Reprogramming was able to restore therapy with the other lead. In turn, surgical intervention may take place at a later date to address the impeded lead at a later date. It is unknown which lead had impedance issues, therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02589. Additional information indicates one of the leads and the ipg were explanted and replaced to address the issues.